Event description:
Additional informatoin was received from the physician reporting that the obstructive sleep apnea and hypoxia were first diagnosed/observed on (B)(6) 2012, and it is unknown by him if the patient had a medical history of these events prior to vns. He does not believe there is a relationship between the events and vns, and they are not associated with vns stimulation. The events have not been exacerbated by vns therapy. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the events. The patient is treated by CPAP for the sleep apnea. No additional information was provided.

Event description:
It was reported by a vns patient's wife that the patient has parkinson's disease as well as epilepsy. She said that for the past few years, he has started having hypoxia and apnea. She feels like these episodes have gotten worse since his vns implant in 2008. The episodes may also be due to his parkinson's. However, vns has reportedly helped his seizures. Attempts for additional information from the treating physician have been unsuccessful to date.

Manufacturer narrative:
The initial report inadvertently reported this information incorrectly, as revealed from the additional information from the physician.